Event description:
It was reported that insulin was not being delivered from the cartridge. In addition the pump time was incorrect by 10 minutes. The customer did not report how the pump time became incorrect. Customer's blood glucose level was 290 mg/dl. A cartridge change was performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.